Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was not feeling stim down their legs like they had during the trial. The patient stated that their pain and blood pressure were both high at their hcp appointment on the friday prior to the report. It was noted that the stim was helping the patient's back but that their knees were really bothering them. The patient also reported that the stim intensifies when the lay down and that they were going to get reprogrammed at their next appointment. The patient stated that they were going to get a scan of their knees, both of which have been replaced and have a lot of damage. Follow-up was conducted with the patient/hcp. Additional information was received from the patient on (B)(6) 2017. It was reported that their program was changed but somehow they erased it and now they were back to having pain in their knees. They reported the pain and high blood pressure were not resolved. They provided their weight at the time of the event. No further patient complications were reported as a result of this event.